Event description:
It was reported that a patient was found on the floor [and had slipped between the siderails]. No patient injury reported.

Manufacturer narrative:
User facility is unable to identify the actual unit involved.